Event description:
Report rec'd through third party notification of legal claim. The only info presented at this time is that the pt died in 2001 and was last dialyzed the month before, on an af-180 dialyzer. No further info available.